Manufacturer narrative:
This supplemental report is being submitted to provide a correction: d9, g2 (adding company representative), h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no signal output from the digital visual interphase port (no image). The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.